Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: in the information provided, though laboratory values presented in elevated ranges, there was no indication this patient experienced an adverse event or serious injury related to the abnormal laboratory values. Additionally, medical intervention for this event included changing the hemofilter, yet it was inferred this exchange was done to normalize laboratory values with no indication this exchange was to reverse any harmful effects of the suspected clogging. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported to fresenius via a manufacturer incident report (mir) that a patient on continuous renal replacement therapy (crrt) on the multifiltratepro with the ultraflux av 1000s dialyzer experienced abnormal lab values following a suspected clogging of the ultraflux av 1000s dialyzer. The patient's estimated blood loss volume due to the suspected clogging was unknown. Further review of the mir revealed that the local fresenius medical care organization received a report this critically ill patient, on extracorporeal membrane oxygenation (ECMO; brand and model of ECMO device not reported) suffering from a covid-19 viral infection, acute respiratory distress syndrome (ards) and a staphylococcal infection developed acute kidney injury (aki) that required crrt utilizing the multifilteratepro with the ultraflux av 1000s. Crrt was successful for 10 days; however, a clogging event was suspected within the multifiltratepro system on (B)(6) 2022, resulting in the patient experiencing abnormal laboratory values. Following the suspected clogging event, the patient began to trend towards hypernatremia with serum sodium (na+) presenting with 150 meq/l and a peak na+ value of 154 meq/l at hemofilter exchange. Additionally, alkalosis was reported with a peak measurement of bicarbonate presenting with 35.5 mmol/l at hemofilter exchange. Blood ph and carbon dioxide content in arterial blood to support the claim of alkalosis were not reported. The patient¿s hemofilter was exchanged due to the suspected clogging with a more porous hemofilter, the emic2. Data following the hemofilter exchange was not provided. No sample is expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for evaluation. A review of the device history record (DHR) was performed. Since the lot number for the device was unknown, all possible batches were reviewed. During the review, there was no indication for any relationship with the reported failure mode. All released products were found to be conforming to specifications. The manufacturer could not perform any further analysis because the complaint device was not available, and no supporting photos were provided. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. As the complaint sample was not available for evaluation and machine files were not provided for review, the root cause of the dialyzer clogging could not be confirmed.

Event description:
It was reported to fresenius via a manufacturer incident report (mir) that a patient on continuous renal replacement therapy (crrt) on the multifiltratepro with the ultraflux av 1000s dialyzer experienced abnormal lab values following a suspected clogging of the ultraflux av 1000s dialyzer. The patient's estimated blood loss volume due to the suspected clogging was unknown. Further review of the mir revealed that the local fresenius medical care organization received a report this critically ill patient, on extracorporeal membrane oxygenation (ECMO; brand and model of ECMO device not reported) suffering from a covid-19 viral infection, acute respiratory distress syndrome (ards) and a staphylococcal infection developed acute kidney injury (aki) that required crrt utilizing the multifilteratepro with the ultraflux av 1000s. Crrt was successful for 10 days; however, a clogging event was suspected within the multifiltratepro system on (B)(6) 2022, resulting in the patient experiencing abnormal laboratory values. Following the suspected clogging event, the patient began to trend towards hypernatremia with serum sodium (na+) presenting with 150 meq/l and a peak na+ value of 154 meq/l at hemofilter exchange. Additionally, alkalosis was reported with a peak measurement of bicarbonate presenting with 35.5 mmol/l at hemofilter exchange. Blood ph and carbon dioxide content in arterial blood to support the claim of alkalosis were not reported. The patient¿s hemofilter was exchanged due to the suspected clogging with a more porous hemofilter, the emic2. Data following the hemofilter exchange was not provided. No sample is expected to be returned for evaluation.